Event description:
On (B) (6) 2010, a company rep reported the pt was referred to her office by his endocrinologist for "intensive management training." The pt reported that beginning in (B) (6) 2010 he has had low blood glucose readings in the early morning hours and mid-afternoon. The rep was assisted with checking the pt's basal rates and history on his insulin infusion device. She stated the pt determines boluses "by experience" rather than by calculating them. She stated that his meter history shows both high and low blood glucose swings. She said the pt had a reading of 38 mg/dl while in her office this afternoon which was treated by giving him a soda. He is currently feeling better. On (B) (6) 2010, the pt stated he was driving home when he hit another vehicle. No one was injured but police at the scene assisted him in injecting a glucose liquid before emergency medical personnel (emt's) arrived. He had not tested his blood glucose but the emt's did and stated it was the "lowest they had ever seen." The pt did not remember the specific value. He was placed on a glucose IV and transported to the hospital. He was discharged 5 hours later. A request for add'l training was submitted. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.